Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of the event history log did note observation of the reported issue, but no nonconforming product was identified related to the reported issue. The direct cause was determined to be that the minimum drain volume percent was set too low. The homechoice apd systems trainer's guide provides a warning "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." A formal review of the label for the product family will be conducted. If any additional relevant information is obtained or any other additional relevant information becomes available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy initiated on (B)(6) 2013 at 10:09:58. During night drain cycle four, the patient's ultrafiltration reading was 780ml, indicating the home patient (hp) drained 780ml more than their maximum programmed fill volume of 1000ml. No additional information is available.